Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') in an adult female patient who had essure (batch no. 626598) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bipolar disorder, gerd, nerve damage, neuralgia, hypothyroidism, arthritis, heartburn, esophagitis, gastritis, ovarian cyst, multiple cesarean sections, bladder perforation and therapeutic abortion. Concomitant products included docusate, doxepin, gabapentin, hydrocodone bitartrate;paracetamol (vicodin) since (B)(6) 2008, ibuprofen since 2008, lamotrigine (lamictal), levothyroxine sodium (synthroid), omeprazole, paracetamol (acetaminophen) and ranitidine hydrochloride (ranitidin). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psych injury/psychological or psychiatric problems condition: depression") and anxiety ("psych injury/ psychological or psychiatric problems condition: anxiety, mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and was found to have weight increased ("other injuries/symptoms :weight gain"). The patient was treated with surgery (total abdominal hysterectomy right salpingo-oophorectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, weight increased and vaginal haemorrhage had resolved and the depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, menorrhagia, weight gain. Previously reported essure insertion date : (B)(6) 2008 on (B)(6) 2011: salpingectomy (one side removal of fallopian tube), oophorectomy (one side removal of ovary). Plaintiff still had left coil inside. Treatment was received for pain, abnormal bleeding diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2009: bladder calculus. Hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded, total bilateral occlusion, complete blockage of both fallopian tube secondary to essure device. Imaging procedure - on (B)(6) 2008: bilateral occlusion. Lot number: 626598 manufacturing date: 200802 expiration date: 2010/01 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: outcome of event abnormal bleeding (vaginal, menorrhagia) was updated to recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') in an adult female patient who had essure (batch no. 626598) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bipolar disorder, gerd, nerve damage, neuralgia, hypothyroidism, arthritis, heartburn, esophagitis, gastritis, ovarian cyst, multiple cesarean sections, bladder perforation and therapeutic abortion. Concomitant products included docusate, doxepin, gabapentin, hydrocodone bitartrate;paracetamol (vicodin) since (B)(6) 2008, ibuprofen since 2008, lamotrigine (lamictal), levothyroxine sodium (synthroid), omeprazole, paracetamol (acetaminophen) and ranitidine hydrochloride (ranitidin). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psych injury/psychological or psychiatric problems condition: depression") and anxiety ("psych injury/ psychological or psychiatric problems condition: anxiety, mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and was found to have weight increased ("other injuries/symptoms :weight gain"). The patient was treated with surgery ((B)(6) 2011 total abdominal hysterectomy right salpingo-oophorectomy). At the time of the report, the pelvic pain, abdominal pain, menorrhagia and weight increased had resolved and the vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, menorrhagia, weight gain. Previously reported essure insertion date : (B)(6) 2008. On (B)(6) 2011: salpingectomy (one side removal of fallopian tube), oophorectomy (one side removal of ovary). Plaintiff still had left coil inside. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2009: bladder calculus. Hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded, total bilateral occlusion, complete blockage of both fallopian tube secondary to essure device. Imaging procedure - on (B)(6) 2008: bilateral occlusion. Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs and mr received. Previously reported event psych injury was updated to psychological or psychiatric problems condition: depression, anxiety and mental anguish. Lot number added, patient's medical history was added, concomitant medications were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') in an adult female patient who had essure (batch no. 626598) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bipolar disorder, gerd, nerve damage, neuralgia, hypothyroidism, arthritis, heartburn, esophagitis, gastritis, ovarian cyst, multiple cesarean sections, bladder perforation and therapeutic abortion. Concomitant products included docusate, doxepin, gabapentin, hydrocodone bitartrate;paracetamol (vicodin) since (B)(6) 2008, ibuprofen since 2008, lamotrigine (lamictal), levothyroxine sodium (synthroid), omeprazole, paracetamol (acetaminophen) and ranitidine hydrochloride (ranitidin). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psych injury/psychological or psychiatric problems condition: depression") and anxiety ("psych injury/ psychological or psychiatric problems condition: anxiety, mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and was found to have weight increased ("other injuries/symptoms :weight gain"). The patient was treated with surgery ((B)(6) -2011 total abdominal hysterectomy right salpingo-oophorectomy). At the time of the report, the pelvic pain, abdominal pain, menorrhagia and weight increased had resolved and the vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, menorrhagia, weight gain. Previously reported essure insertion date : (B)(6) 2008 on (B)(6) 2011: salpingectomy (one side removal of fallopian tube), oophorectomy (one side removal of ovary). Plaintiff still had left coil inside. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2009: bladder calculus. Hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded, total bilateral occlusion, complete blockage of both fallopian tube secondary to essure device. Imaging procedure - on (B)(6) 2008: bilateral occlusion. Lot number: 626598, manufacturing date: 200802, expiration date: 2010/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2019: quality-safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury") and was found to have weight increased ("other injuries / symptoms: weight gain"). The patient was treated with surgery (hysterectomy(full)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and weight increased had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, menorrhagia, pelvic pain, psychological trauma and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, menorrhagia, weight gain. Previously reported essure insertion date: (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Imaging procedure - on (B)(6) 2008: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 04-sep-2019: pfs received. New events - "abdominal pain, menorrhagia, psych injury, weight gain", lab data, reporter¿s information,patient¿s demographics were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.